Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed to resolve the issue.